Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was a staple line failure in the middle part of the reload where mucosa bulging left a defect in the gastric pouch. The tissue was pushed forward by the knife, staples were formed with a b-shape and did not transect the gastric tissue at the fundus. The staple line was complete and the fragments were easily removed. The defect was detected and sutures were done. Another stapler was used to successfully complete the case. An intraoperative methelene test was negative for a leak. Operation was completed and the patient is stable. There were no patient consequences. No other medical intervention was required and the patient was not part of a clinical study.